Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The distributor's field service engineer (fse) was dispatched to evaluate the iabp unit. The fse was able to reproduce the issues. After troubleshooting, the fse replaced the temperature sensor threaded probe on the compressor and performed regulator calibration for power-up test fail code #3. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had a system over temperature alarm and power-up test fail code # 3. There was no patient involvement, and no adverse event reported.